Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up after receiving inappropriate shock therapy. Lead noise and externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.0cm was returned for analysis. External insulation abrasion was noted at 7.0-7.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.2-14.3cm from the distal tip. Internal insulation abrasions were noted at 7.5-8.2cm and 12.2-13.2cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 24.7-24.8cm, 25.4-25.5cm, 25.7-25.8cm, 27.3-27.5cm, and 27.8-28.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 28.7-28.9cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.